Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced all velcro grips on the surgeon side consoles (ssc) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the detached velcro grips on the ssc is not established from the fse notes.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one of the velcro grips on the surgeon side console (ssc) had become detached. The user found one of the retaining screws and was able to complete the procedure robotically utilizing the other ssc. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the system initially powered on without any errors.